Manufacturer narrative:
On (B)(6) 2018. On 10jan2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator had a calibration failure on the touch panel. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 11jan2019. The service engineer (se) inspected the device and replaced the touchscreen. The ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.